Event description:
It was reported that the device, during use, was taking too long to obtain a reading and was reading low or incorrectly with reported values of spo2 77 and pulse 22. The device was reportedly tried on several patients to verify accuracy and produced false readings each time. The sensor was placed on the user and the same readings were observed, and sensors were swapped; it was also reported that the sensor was properly plugged in but issues persisted. The customer confirmed use of different sensors, stated the sensors were not remanufactured and not reusable, and reported the sensor was placed correctly with the patient in a seated position. The alarm reportedly did not fail during the event. The customer was advised to confirm sensor type and age, check lighting, and verify the correct patient mode. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.